Event description:
It was reported that during a routine follow up appointment, this implantable cardioverter defibrillator (ICD) recorded a code 1003 due to voltage too low for the projected remaining capacity. This device was subsequently explanted and replaced. This device was subsequently returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up appointment, this implantable cardioverter defibrillator (ICD) recorded a code 1003 due to voltage too low for the projected remaining capacity. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.